Event description:
The event is reported as: the customer alleges that the cuff was checked prior to use. The user was able to inflate the cuff but was not able to feel the feedback from the pilot balloon. The user tried to deflate the cuff but was unsuccessful. No pt injury/involvement.

Manufacturer narrative:
A device history record (DHR) review was conducted on the reported lot number. The DHR did not show issues related to the complaint. The photo was reviewed and the reported defect could not be observed from the photo. The customer complaint cannot be confirmed and a conclusive root cause cannot be determined until the sample is available. Teleflex will continue to monitor and trend relating complaints.